Event description:
It was reported that the ilet user experienced a low blood glucose after eating pizza late and announcing a ¿less than¿ meal during the peak of the glucose rise, resulting in additional correction insulin already being delivered prior to the later meal announcement. This reflects an improper or incorrect procedure related to the user interface and meal entry. Symptoms included shaking and hypoglycemia with a nadir of 53 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to meal announcement timing and selection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.